Event description:
Allegedly 1.2mm k-wire broke during the procedure. Missing fragment in pt. Surgeon said fragment was in stable position and left in pt's bone.

Manufacturer narrative:
The k-wire has been checked visually. You could see that the k-wire was bent heavily. This usually could occur if the surgeon does not use the obturator which is a drill guide for guide wires and part of the instrument set you need for screw surgery. Therefore the failure of the device is not related to a design, material or manufacturing problem. The wire is made of (B)(4) according to (B)(4) and the missing fragment should be removed when removing the screw.